Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of thrombosis is listed in the rx acculink instructions for use as a known potential patient effect associated with the use of a stent in carotid arteries. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional treatment was related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was performed to treat an embolized right carotid artery. The patient had hemiplegic symptoms which were improved with the implantation of a 6x8mm rx .014 acculink stent. Two days later, routing postoperative reexamination of carotid artery with color doppler ultrasound showed stent occlusion with thrombosis. Emergency arterial embolectomy, balloon dilatation, and stent implantation were immediately performed. The event was resolved. No additional information was provided.